Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tube was not completely blocked". The patient's medical history included hypertension. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2015 insertion details-right 4 left 4 coils. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type/usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, medical history, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.